Manufacturer narrative:
D4, d8: updated. E4: updated. H3 and h6 codes, h10 : updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that they powered the pump on and the screen had a couple of flashes and then shut itself off. They did try switching new batteries, and the batteries were fully charged. They confirmed they checked for dirt or debris and tried to make sure the pump was clean. He confirmed there were no bent or out-of-place contacts or a loose battery door. There were no error messages. They believed it may be the screen that had the issue. The event occurred during continuous infusion and there was no harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Related report #: mw5186569. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.